Event description:
A 16 french sized with 30cc balloon foley catheter had been inserted on 4/30/92 into this 93 y/o female. On 5/19/92, the nursing staff was unable to deflate the balloon either by syringe application to the balloon inflation port or by cutting this same port. The resident was transported to the emergency department where the urologist ruptured the balloondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.